Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported they had a monitoring exam, which found that the device became porous and that the mammary tissue around the device has been damaged. Patient further reports the scar on the left side is bigger, and having more intense pain. Device has been explanted.

Event description:
Patient reported they had a monitoring exam, which found that the device became porous and that the mammary tissue around the device has been damaged. Patient further reports the scar on the left side is bigger, and having more intense pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.